Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
After the initial surgery, a dislocation occurred. This patient had a revision surgery on (B)(6) 2019. The ascend flex reversed insert was newly replaced to an insert which has more thickness, and the surgery finished without problem. The surgeon commented that the insert used in the initial surgery was too loose for this patient.